Manufacturer narrative:
Conclusion code: no available code for undetermined or unknown cause. The customer¿s report that the tubing broke was confirmed. During visual inspection of the set it was noted that the female luer had a vertical hair line crack that measured 0.4760 inches long. The luer was inspected under magnification and no stress/ tool marks were observed. Functional and pressure testing confirmed leaking through the crack. The root cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a vague and nonspecific complain. "The tubing broke and caused minor discomfort and required interventions". Although several attempts made to the customer for event details there is no other information provided at this time.